Event description:
The polyamide cannula portion of the trocar broke off and fell into the pt's eye during surgery. The dr was unsuccessful in his attempt to retrieve the broken piece, and at this time it remains in the eye.